Event description:
The event is reported as: alleged issue: during a sample trial, upon removal of the suture passer out of the device, it was apparent that the tip of the suture passer had broken off. The tip of the device was visualized with the camera lying on the bowel. The surgeon used a laparoscopic needle grasper to remove the tip. This was done without incident. No reported pt injury.

Manufacturer narrative:
The device sample was not received by the manufacturer at the time of this report.